Event description:
While manually scanning a sample tube, barcode ID 0382196250 was read as 382196250. No error was reported, no death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics complaint number 00428821.